Event description:
An endurant cuff was implanted for the endovascular treatment of a proximal type I endoleak due to a migrated aneurx stent graft system. Approximately two years later, it was reported that the endurant cuff and aneurx bifurcate has separated causing a type iii endoleak. The physician believes the cause of the event was due to disease progress on the cuff placement. Due to patient condition, the physician has decided to monitor the patient. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).